Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and unexpected restart alarm. The customer's blood glucose level at the time of incident was 420mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer will be receiving replacement, but declined to return pump at this time. The customer declined all other troubleshoot.